Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a stem cell procedure with a noga-star catheter and suffered chest pain which required hospitalization. Three days after the stem cell procedure, the patient returned to the hospital complaining of chest pain. The patient required hospitalization for supervision. The patient was reported to be in stable condition at the time this complaint was reported to biosense webster inc. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a stem cell procedure with a noga-star catheter and suffered chest pain which required hospitalization. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Deflection, electrical and carto were performed and system passed all specification. No error was found, the catheter is working properly. Complaint was not confirmed

Manufacturer narrative:
Additional information was received on february 6, 2017. Three days post procedure the patient presented to the hospital with mild chest pain. In addition, the patient was mildly fluid overloaded and was treated with intravenous lasix. The patient required extended hospitalization and was released from the hospital after three days. Manufacturer's ref. No: (B)(4).